Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. After receiving guidance from technical support, a complete pump reset was performed, during which the caller was walked through the process. The issue was resolved as the pump did not display the error code again, and the caller successfully started their sensor session. There was no adverse impact on the customer's blood glucose level.